Manufacturer narrative:
Complaint case- (B)(4).

Event description:
It was reported that, the anchor multifix s-ultra broke down while in use in an unknown procedure. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection shows the device was not returned in any original packaging. The anchor, sleeve, screw, and suture loader were not returned. No visual issues were observed. A functional evaluation showed the deployment knob can be rotated to move the outer deployment tube forward and back. The end cap and the rod can be continuously rotated in both directions. No deficiencies found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements specified and each lot must be accompanied by a material certificate of analysis. A clinical review states the provided photo of the returned device was reviewed and appears to show the insertion device without an anchor present; however, does not provide insight into the reported problem. The patient impact beyond the reported anchor breakage cannot be determined. It is unclear whether the broken pieces were retained/recovered from the patient. Although the anchor is an implantable device, the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: tissue thickness. Misalignment of inserter handle. Excessive force. Over tensioning the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.